Event description:
It was reported that there was an insulation break and a fracture in the right ventricular lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the proximal conductor was fractured. It was also noted that the distal conductor was distorted; there was blood/body fluid on the outer tubing overlay; the inner insulation was kinked/buckled; the outer tubing was kinked/buckled, melted, was breached cut, and had cosmetic environmental stress cracking; the outer insulation was breached cut; the outer insulation had a cosmetic depression; there was blood in/on the helix/lobe mechanism; and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.